Manufacturer narrative:
(B)(4). Additional data/failure investigation: service investigation revealed physical item jam.

Event description:
User reports drawer on pyxis anesthesia system failed to open when trying to access medications. No patient adverse event.